Event description:
It was reported that "product broken during surgery." No patient impact reported. On follow-up it was confirmed that there was no impact to patient or staff. The (brain) procedure was completed with a new tool.

Manufacturer narrative:
Report confirmed. Evaluation determined that the shape of fracture and proximity to impact defects are consistent with crack initiation at defects followed by fatigue fracture in plane bending. Galling indicates that the attachment used with this tool has gone past its safe and useful life. The likely cause was identified as tool being re-processed and re-used. At some other time, either during first surgery or re-use, the tool came into contact with a metal object producing an impact defect on the cutting edges. This caused the tool to fracture. The user manual contains the following warning ¿for single patient use only. Do not re-use, re-process, or re-sterilize this product. Re-use, re-processing or re-sterilization may compromise the structural integrity of the device and/or create a risk of contamination of the device, which could result in patient injury, illness, or death.¿ we will continue to monitor this complaint type for trends. (B)(4).